Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported on behalf of a surgeon. Following laser portion of laser assisted cataract surgery a tear was noticed in the posterior capsule while attempting to spin the lens after hydro dissection. A vitrectomy was performed and a sulcus intraocular lens was implant. The surgeon does not feel the laser contributed to the event.

Manufacturer narrative:
After review of the reported event, there is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).